Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she entered 10 grams of carbohydrates, but the insulin pump showed 299 grams. The customer stated that the insulin pump increased the numbers on its own. Advised that the insulin pump would be replaced. The customer stated that her husband was with her in case she had to call the paramedics. Nothing further was reported.